Event description:
This telemetry patient was hooked up to a transmitter telemetry pack for the purpose of continuous cardiac monitoring. At one point the monitor tech noticed that the patient was off monitor. The rn went to check to see what the problem was. She checked the leads and the telemetry box and noticed that the telemetry box was very hot. The box was in the patient's gown pocket. When she removed the box she noticed that fluid had leaked/dripped out of the battery compartment. She also noticed that the monitor was smoking from the battery compartment and the batteries were hissing. The patient was unharmed. The patient denied feeling any heat radiating from the monitor at that time. The monitor was immediately taken out of service and evaluated by bio-engineering the following day. According to the biomedical engineer there was fluid in the battery compartment which could have been from the battery or some other unknown source. The inside of the transmitter battery compartment is burnt and unusable. It was returned to the manufacturer, philips for a replacement.